Event description:
It is reported that the screw was missing from the augment when opened. Another augment was opened to use the screw from it.

Manufacturer narrative:
There are two possible root causes: process specifications were not followed. The person boxing and labeling the kit and the poly failed to count their kits and products before and after their process (failed to ensure that one kit added with each product in each carton); the screws were accidently thrown away when the device was opened. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.